Event description:
Boston scientific received information that this transvenous implantable right ventricular (rv) lead may have been associated with intermittent loss of capture (loc). At the patient's most recent follow up, the presenting electrocardiogram (egm) showed total loc with rvs lvs at an escape rate of around 40. The other presenting egms did not show the intrinsic so it was suspected that there was intermittent loc. The chronic atrial fibrillation patient with complete heart block had complained of palpitations. All other lead measurements were normal and thresholds and everything checked out great. The technical services consultant recommended to the health care personnel to bring the patient back in for a normal device check and isometrics, including pocket manipulation to see if any changes in impedance, presence of noise, or other could be invoked and possibly identify a lead to potential lead issue. The local area sales representative had been contacted regarding the outcome of this event information, but none has been provided to date. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted and will not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated and updated. Most recently, information was received that there was noise oversensing occurring for this pacemaker dependent patient. The patient indicated that he did not operate any electrical equipment, and yet noise was still present. The boston scientific technical services consultant reviewed the electrocardiograms and determined most likely myopotential oversensing on the rv was the issue. Pacing pauses around 2 seconds were evident. There were no inappropriate shocks. The oversensing could not be reproduced. Troubleshooting was discussed.